Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). The article describes ¿ paradoxical atrial undersensing by a dual chamber pacemaker in a patient with paroxysmal atrial fibrillation.¿ ¿atrial undersensing was present only when the device was programmed to a high sensitivity, but sensing normalized when a lower sensitivity was programmed.¿ the device remains in use and was reprogrammed. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: paradoxical atrial undersensing by a dual chamber pacemaker during atrial fibrillation. Cardiology journal. 2012;19(2):207-209. (B)(4).